Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2018 the receiver was overheating. No additional event or patient information is available. No product was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A functional test was performed and passed relevant testing. A receiver download was performed and passed. A discharge test was performed and passed. The receiver case was opened, and an internal visual inspection was performed and passed. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.